Event description:
Consumer alleges she has had several accidents with her scooter. She keeps scraping the skin off of her elbow and tore the big toe nail on her foot.

Manufacturer narrative:
The device was returned and evaluated. The evaluation concluded misuse.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges she has had several accidents with her scooter. She keeps scraping the skin off of her elbow and tore the big toe nail on her foot.